Event description:
Consumer complaint of blood result reading of "hi". Customer performed back to back blood tests with results of 122 and 146 mg/dl. Customer's normal results were 140-180 mg/dl in the mornings. Last result from memory was "hi", with previous result from memory reading 126 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value. Product codes updated. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". Customer performed back to back blood tests with results of 122 and 146mg/dl. Customer's normal results were 140-180mg/dl in the mornings. Last result from memory was "hi", with previous result from memory reading 126mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). No product yet returned.